Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies to address the alarm. Customer's blood glucose was 500 mg/dl.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies to address the issue. Customer's blood glucose was 500 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump.